Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after attempting to change the connector and inadvertently kept the pump connected to the body while filling the tubing, which could have delivered unintended insulin. Symptoms included low blood glucose with a nadir of 64 mg/dl without loss of consciousness or other acute neurological symptoms. Outcomes included self-treatment with oral glucose, device low glucose alerts, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and user education regarding proper disconnection during supply changes. Investigation of this case revealed user technique contributed to insulin delivery during tubing fill, while the device alarmed as designed and functioned within expected performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear relative to device malfunction and most consistent with use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.